Event description:
During the surgical procedure the right pt side manipulator was not accepting instruments. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.